Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. An evaluation was performed on (B)(4) 2014. Received thirteen unused i.d 4.5mm, catalog#: 61130045 endotracheal tubes with frosty balloons, fitted with pp connectors of corresponding sizes and tubes marked as per (B)(4) specification. Products fitted with pvc bullet valves with pilot balloons printed with sizes identification 4.5 mm and work order #: (B)(4) marked as per (B)(4) specification. The products were rec'd in sealed (B)(4) preprinted blister pack and affixed with label. The samples were tested on (B)(4) 2014. The samples were inspected and the observations are as follows: two as three units showed no signs of no foreign substance in package; one unit confirmed for hair in package; five units confirmed for stain on product; one unit was returned for deformation but, showed no signs of deformation and one unit was confirmed for improper product indication. Review of the assembly record did not reveal any signs of the associated defects detected during the 100% light test. Based on the analysis of the returned samples provided it was found that nine out of thirteen units returned were not meeting our inspection criteria. However, this complaint issue has been investigated to address the confirmed complaint and documented in the CAPA system. No add'l patient/event details have been provided to date. Should add'l info become available a f/u report will be submitted.

Event description:
It was reported that during incoming inspection "found contamination".